Event description:
It was reported that a technical error code indicating an open safety valve was generated. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer (fse) conducted an on-site investigation and replaced the inspiratory pressure transducer pcb which resolved the issue. Following the replacement, the unit was returned to clinical use. The pressure transducer pcb was returned for investigation and the system device logs were received for evaluation. The evaluation of the logs shows that a technical error code indicating an airway pressure sensor error occurred during treatment, followed by the triggering of the technical error code indicating an open safety valve approximately seven minutes later. The treatment was subsequently stopped, and the system checkout performed failed. Thereafter, technical error code indicating an open safety valve was displayed immediately after several startup attempts. The returned inspiratory pressure transducer pcb was simulate-use tested in a reference anesthesia system. Immediately after power-up, the technical error code indicating an open safety valve was triggered, resulting in a failure of the system checkout. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure sensor on the inspiratory pressure transducer pcb was the cause of the reported failure.